Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-06-08 reporting that on (B)(6) 2017 they had an appointment with the patient who was admitted to the ICU a few days prior for an unrelated internal bleeding incident. The hcp was considering bone marrow testing and other studies to rule out other conditions. The manufacturer representative checked all of the components and everything seemed to be working just fine. Impedance checks, diary use, group impedance checks, and even turning on and off the therapy were performed with the clinical response being accurate for the system checks. The charging system and patient programmer were checked. It was found that the patient programmer was working inconsistently so it was replaced. The charging system was working properly. Education with the charging system and programmer was performed. It was discussed with the hcp about the acute situation that was related to the system function, the actual treatment was focused on stabilizing the patient and it was decided to run down the studies to find out the reason for the low blood volume. It was recommended for the patient to see their pain managing physician. The ¿buzz¿ was identified by the patient but it was something that the patient was not able to describe in a way that would determine if the buzzing was a residual sensation or if it was related to their neuropathy condition. No malfunction was detected during troubleshooting interrogations and testing. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient is always in pain. Although there have been times where the implantable neurostimulator therapy has greatly diminished pain, usually the patient has some degree of pain despite feeling the stimulation. It was also noted that the patient has mix chronic pain that will not be covered by the stimulation. The patient has lost 30 pounds (from about (B)(6) pounds to about (B)(6) pounds over the last two to three months). The patient was having difficulty walking starting about 6 months to the report in 2016. Reprogramming did not resolve this issue. The patient most commonly uses the 2 programs set up at the initial implant more than the new ones that the manufacturer representative set up. Starting a couple of months prior to the report in 2017, the implantable neurostimulator was constantly buzzing which was causing the patient to have an unsteady gait. He could hardly walk, and it was extraordinarily uncomfortable when lying down. The patient uses different programs for laying and walking. He used to walk and swim, but now he has to walk with a walker and only for a few steps as his leg muscles are weak. The patient had even been feeling the buzzing with stimulation off. Additionally, the implantable neurostimulator occasionally turns itself off at night or at random times which had started occurring 3-4 months prior to the report (confirmed as 2017). The patient notices that stimulation is off because the buzzing remains, but the pain starts coming back. There was a loss of therapy. Sometimes the patient wakes up in the morning and the stimulation is off. The patient knows how to check the implantable neurostimulator and reported that he does not use the implantable neurostimulator off button unless intentionally testing it. An appointment was scheduled with the patient¿s implanting physician and manufacturer representative for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6)2017. The patient stated that they have poor coupling issues. They were doing okay but they seem to have lost the spot and cannot get more than 2 boxes and it is taking a long time to charge the implantable neurostimulator (ins). The patient used the antenna locate which started at 64 and now is at 66 and the patient has 4 boxes. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.